Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 400 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 93 mg/dl. Troubleshooting found that the drive support cap which should be recessed into the device, was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.